Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod6 coils. During the procedure, a pod6 coil was unable to advance out of its introducer sheath and into another manufacturer's microcatheter. The pod6 coil was removed and the procedure was completed using new pod6 coils and another manufacturer's coils. There was no report of an adverse effect to the patient.